Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results: one flexiva 200 tractip laser fiber was returned broken in two pieces. The first piece measured approximately 111.2 cm from the top of the connector to the break. The second piece measured approximately 204.8 cm from the break and to the distal tip. Exposed glass portion of the distal tip measured approximately 2 mm and was consistent with a fracture. Examination under magnification revealed that the fiber tip is fractured with a portion detached. The remainder of the tip was not returned. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber used in a cysto left retrograde pyelogram ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber was broken in half. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's was condition was fine after the procedure.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber used in a cysto left retrograde pyelogram ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber was broken in half. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's was condition was fine after the procedure.